Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported an unspecified error on the adc device, when attempting to take capillary glucose. The customer experienced symptoms of hypoglycemia described as weakness and pale, and received oral dietary glucose by parent for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.